Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the issue was not determined which their doctor stated ¿it was very unusual¿. As actions taken, on (B)(6) 2019, the device was turned off for 3-4 days and x-rays were taken. They then resumed program 2 after the doctor¿s visit on (B)(6) 2019. The doctor stated that it may take additional time for the soreness to go away with healing. The device was reprogrammed and there was no further shocking once resumed on (B)(6) 2020. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they've been getting stimulation in the wrong area that feels like a shocking sensation since implant. They also thought this uncomfortableness was just normal healing after implant, but they've waited 6+ weeks and the pain hasn't improved. They know it's not healing pain and thinks stimulation is causing this. Caller noted their buttocks is very sore and they've tried decreasing stimulation as well as changing programs, but nothing has helped. The caller noted their healthcare provider (hcp) told them to call the manufacture representative (rep) for assistance. The call center recommended calling the hcp to contact a rep. It was also recommended to turn stimulation off until they can be seen since changing programs and decreasing stimulation didn't resolve the issue. No further patient complications have been reported asa result of this event.